Event description:
It was reported that post a stenting treatment procedure, thrombosis occurred. The 100% stenosed target lesion was located in the mid right coronary artery (rca). The lesion was predilated with a 2.5x12mm maverick2 balloon inflated to 10atms/30sec. Next, a 16x3.0mm taxus liberte stent delivery system (sds) was advanced to the lesion and the stent was deployed at 12atms/30sec. Post dilatation was performed with the delivery balloon inflated to 12atms/30 sec and 12atms/20sec. The patient was administered plavix and aspirin but was not compliant with the plavix. Four days later, the patient presented with chest pain, a myocardial infarction and stent thrombosis. Access was obtained through the right femoral artery. The 3.5mm wide lesion in the rca was 100% blocked. The treating physician felt that the previously deployed stent was undersized. The patient was given integrilin and an export catheter was to used to remove the clot. A 3.0x12 apex balloon was used to dilate the lesion. A 3.5x24mm veriflex sds was advanced distal to the taxus liberte stent and was deployed at 16atms/20sec. A 3.5x20mm veriflex sds was advanced to the proximal section of the taxus liberte stent and deployed at 16atms/20sec. Additional dilatations were performed using the delivery balloon inflated to 16atms/20sec. Lastly, a 4.0x15mm nc quantum balloon catheter was advanced to the mid section of the treated lesion and was inflated twice to 16atms/15sec. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the (B)(4) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).